Event description:
Pt received more IV fluid than intended. At approximately 2:00pm, the pump was programmed to deliver "hydration fluid" at a rate of 80ml/hr, and a volume to be infused (vtbi) of 500ml. The nurse "went back to check the bag" 40 minutes later and expected 450ml remaining in the bag; however, the bag was noted to be empty. The total volume delivered on the pump display was unspecified, but it was reported that the amount did not match the actual volume infused. There were no alarms noted. There were no reported adverse pt effects. No medical interventions were required. Therapy was discontinued by the pt's physician. The device was removed from clinical serivice. Though requested, no additional information was provided.